Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported tamponade could not be conclusively determined. Per the IFU, tamponade is an inherent risk of catheter catheterization.

Event description:
Related manufacturing reference: 2030404-2016-00005. Following a left ventricular ablation for scar related ventricular tachycardia, a tamponade occurred. The patient became hypotensive and tachycardic in the recovery room. An echocardiogram was performed which revealed an effusion. A pericardiocentesis was performed which stabilized the patient. There were no performance issues with any sjm devices.